Event description:
It was reported that the needle did not deploy. Pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The pod arrived fully deployed. Timeouts and drive stalls were observed. The pod was reset and reran without any timeouts or drive stalls present. Inspection of the device components found no damages or deficiencies. The needle mechanism was reset and redeployed successfully. The observed high pulse width w/ drive stall could not be conclusively confirmed as the cause of the reported event.